Event description:
The rptr stated injectors are defective. After sterilizing all ten injectors in the box, noticed the push rod/plunger bent upwards causing it to over-ride and tear the lenses. Further info has been requested, but non has been forthcoming. A supplemental medwatch will be submitted when further info is available.

Manufacturer narrative:
(B)(4): a injector lot number search was performed and no similar complaints were found within the same lot number. Conclusions (no conclusion can be drawn): the product pertaining to this claim was not returned for eval. Based on the complaint history and lot number search, the complaint could not be confirmed and a specific root cause of the event could not be determined. (B)(4).